Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display was blank after changing the battery. It was noted that the battery was removed and reinserted multiple times but the display remained blank. Reportedly, audio tones were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/10/2014 with the following findings: a review of the pump history showed call service alarms related to the event were recorded. During testing, the pump powered on and the display was functioning properly. The blank display issue was observed in the pump history but was not able to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.